Event description:
It was reported that the user announced a usual meal size for a meal that contained more carbohydrates than typical, which was followed by elevated blood glucose while using the ilet system; glucose later returned to range after correction. Symptoms included hyperglycemia peaking at 299 mg/dl. Outcomes included temporary high glucose without hospitalization. Investigation included user education and troubleshooting regarding appropriate meal announcements. Investigation of this case revealed no device malfunction and indicated user-related meal announcement mismatch for carbohydrate content. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size selection for a higher-carbohydrate meal.